Event description:
Boston scientific crm received information that during a follow up visit, this atrial lead displayed low impedance measurements. It was thought there was insulation damage; a decision was made to replace the lead. In addition, the right ventricular lead displayed increased threshold measurements and pacing was observed on the qrs due to undersensing. A revision procedure was performed, this lead and the atrial lead were removed and replaced from the right side. Stable lead measurements were obtained post implant with the two newly implanted leads. No adverse patient effects were reported. Additional informant received noted that the right atrial and right ventricular leads had been previously surgically abandoned and remained in the patient. The two leads were suspected to be fractured. A revision has not been planned. No adverse patient effects were reported.

Manufacturer narrative:
According to available information, this lead was removed, replaced and will not be returned for analysis. Should additional information become available, this event will be updated.